Manufacturer narrative:
(B)(4). Date sent: 7/24/2023. D4; batch # 403c16. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device opened without any difficulties noted. No functional test was performed due to the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 403c16, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. Additional information was requested, and the following was obtained: can you confirm that device was used on bronchus? Yes, the device was used on bronchus. Was the bronchus calcified? The bronchus was calcified, but not overly hard. Could the surgeon please provide details as to why black cartridge was selected for use on the bronchus? As stated, the bronchus was calcified and the surgeon made an informed, clinical decision that the black cartridge was the best option. What troubleshooting steps use. When the device stopped stapling, they immediately used the manual override and did not attempt to flip the battery to continue firing. With the second device, did they reuse the battery from the first device or did they use the battery from the new device? The battery from the first device was not reused. When they opened the second device, they used the battery from the second device. Can confirm the staple retaining cap remained in place while placing cartridge in the device? I was not in the room and the surgeon did not watch the loading of the device, so we cannot confirm the staple retaining cap remained in place during the loading of the device. What is the surgeon¿s experience with the device? The surgeon is moderately experienced with the device. At a minimum, he has used it 15 times. D1, d4

Event description:
It was that during the lobectomy procedure the device would staple but they would not cut. The stapler needed to be manually released and then the doctor performed the cutting himself. Surgeon manually cut the staple lines apart.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2023. D4 batch#: 225c11. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Answer: in my meeting today with dr. Duran, he told me that our stapler, equipped with a black reload, began firing and then simply ¿ran out of steam and seemed to lose power.¿ he attempted to fire it again but nothing happened. He immediately opened the manual override compartment and cranked the device open. They then opened a second device (again with a black reload) and had the exact same experience. At this point, he used surgical scissors to complete the transection of the bronchus. Unfortunately, no staples had formed and they were, ¿staring down the open bronchus.¿ they then sutured the bronchus closed using pericardial fat as a reinforcement. He could not recall what suture was used. The surgery was delayed approximately 30 minutes and the patient is still in the hospital. Since the ¿normal¿ stay is approximately 5-7 days, the patient has had an extended stay. Patient has had numerous scans to verify the integrity of the bronchial closure during his / her stay. This was the first fire across the bronchus with a black reload. The device laid a few staples and a small cut. The staples that were laid were not formed. Staples appeared to just come out of the pocket into the tissue but did not form. The surgeon then manually cut the bronchus and sutured. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can you confirm that device was used on bronchus? Was the bronchus calcified? Could the surgeon please provide details as to why black cartridge was selected for use on the bronchus? What troubleshooting steps use with the second device, did they reuse the battery from the first device or did they use the battery from the new device? Can confirm the staple retaining cap remained in place while placing cartridge in the device? What is the surgeon¿s experience with the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.